Event description:
The report received from the database indicated that after the pt's index procedure, the pt had a non-q wave myocardial infarction (mi). The pt's cardiac enzymes six-twenty-four (6-24) hours after the procedure were elevated post-procedure with the peak ck being less than or equal to two (2) times the upper limits of normal (=<2 x uln) and the ck-mb being less than or equal to two (2) times the upper limits of normal (=<2 x uln). Pre-procedure cardiac enzymes and twenty-four hour post-procedure cardiac enzymes were not done. The location of the mi was undetermined. No intervention was done due to the adverse event (ae). Add'l or prolongation of the hospital stay was required. There was no reported evidence of stent thrombosis. The event was reported to be severe, and a serious adverse event (sae). The relationship of the ae to the device was probable and to the procedure highly probable. The event was reported to be resolved without sequel. Info in the database but not reported was the occlusion of the first (1st) diagonal during the procedure. The vessel flow was not able to be re-stored. The pt was discharged from the hospital two (2) days after the procedure.

Manufacturer narrative:
The indication for the index procedure was unstable angina and a bicycle or treadmill ECG stress test. The target lesion for the procedure was the mid left anterior descending (lad). The lesion was reported to be: de novo, a bifurcation lesion requiring double-guidewire technique, not ostial or totally occluded, smooth, a readily accessible proximal segment, not angled, concentric, little or no calcium, thrombus present, and type b2. The lesion was pre-dilated as planned with a 3.0x12mm balloon at 8atm. A cypher select plus 3.5 x 23 mm stent was implanted electively at 16atm. A satisfactory result was obtained. The stent was not post-dilated. Ivus was not done. Aspiration of the thrombus was not done. A distal protection device was not used. No device deviation was reported. A procedural complication of occlusion of the 1st diagonal was noted. A phone contact with the pt at the one-month time period indicated the pt had angina and was continuing with his medical regimen. No add'l info was available at the time of this report. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for eval and testing. A report was received from the e-select study indication that a 65 year old male pt with a medical history of previous smoking and a positive family history of coronary artery disease (cad) was included in the study. The indication for the procedure was unstable angina and a bicycle or treadmill ECG stress test. The pt was found to have one-vessel disease and one lesion was treated during the index procedure. There was no planned staged procedure. After pre-dilation, a single cypher select plus 3.0x 23 mm stent was implanted at 16 atm in the mid left anterior descending (lad) target lesion. The stent was not post-dilated as a satisfactory result was obtained. Ivus was not done. Baseline medications were reported to be aspirin, and clopidogrel greater than twenty-four (24) hours pre-procedure. No loading dose of clopidogrel was given. The pt was given unfractioned heparin only during the procedure. An intra-procedural complication of side branch occlusion of the first (1st) diagonal was noted. The target lesion was reported to be a bifurcation lesion requiring double-guidewire technique. Thrombus was also noted to be present in the target lesion. The safety and effectiveness of the cypher stent has not yet been established in pts with unresolved thrombus at the lesion site. Additionally, the IFU states that placement of the stent has the potential to compromise side branch patency. Attempts (unspecified) to restore flow to the side-branch were not successful. An adverse event (ae) of myocardial infarction (mi) was reported. The mi was non-q wave, location undetermined. The pt's cardiac enzymes six-twenty-four (6-24) hours after the procedure were elevated post-procedure with the peak ck being less than or equal to two (2) times the upper limits of normal (=<2 x uln) and the ck-mb being less than or equal to two (2) times the upper limits of normal (=<2 x uln). Pre-procedure cardiac enzymes and twenty-four hour post procedure cardiac enzymes were not done. The location of the mi was undetermined. No intervention was done due to the adverse event (ae). Add'l or prolongation of the hospital stay was required. There was no reported evidence of stent thrombosis. The event was reported to be severe, and a serious adverse event (sae). The relationship of the ae to the device was probable and to the procedure highly probable. The event was reported to be resolved without sequel. The pt was discharged from the hospital two (2) days after the procedure on a medical regimen of aspirin. Clopidogrel, an ace inhibitor, and statins. Based on the available info, the ae of mi is being reported to capture the voice of the customer. Per the acc guidelines, the elevated enzymes post-procedure do not meet the criteria for mi. The elevated enzymes, and mi are likely to be related to the side branch occlusion of the first diagonal branch. There are pt, vessel and procedural factors that may have contributed to the event. The product met quality requirements for product acceptance. Please note that this is the initial/final report for this product.